Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed pizza and did not accurately bolus for the carbohydrates consumed. Reportedly, the customer underestimated the calculations. Additionally, the customer reported being legally blind and may have hit an incorrect button while trying to deliver a correction bolus. The customer's blood glucose (bg) level was 368 mg/dl, and a correction bolus was delivered to address bg level. The customer reviewed the bolus history with tandem technical support and confirmed that the bolus deliveries were completed and accurate, and that the food bolus around the time of consuming pizza had been successfully delivered along with the corrections delivered afterwards. During the call, the customer inserted a new infusion site and resumed insulin delivery.